Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient being unable to connect external devices to the ipg. Patient was unable to keep up with recharging their ipg as recommended rendering the ipg to become inoperable. As a result, surgical intervention may take place at a later date to address the issue.